Event description:
The customer reported false reactive alinity I havab igg ii results for multiple patients. The following data was provided: (B)(6) 2026, sid (B)(6) (19-year-old male): initial result on (B)(6) = positive, repeat on another alinity = negative. (B)(6) 2026, sid (B)(6) (33-year-old male): initial result on (B)(6) = positive, repeat = negative, repeat on another alinity = negative. Additionally, the customer noted a shift up in quality controls. A precision study was completed with sid (B)(6) for troubleshooting purposes: (B)(6) = 0.3, (B)(6) = 0.75, (B)(6) = 0.43, (B)(6) = 1.32, (B)(6) = 0.53, (B)(6) = 1.09, (B)(6) = 0.28, (B)(6) = 1.07, (B)(6) = 0.41, (B)(6) = 0.4. A patient comparison study was completed for troubleshooting purposes: sample 1: (B)(6) = 10.8, (B)(6) = 9.61, sample 2: (B)(6) = 0.14, (B)(6) = 0.12, sample 3: (B)(6) = 7.25, (B)(6) = 7.48, sample 4: (B)(6) = 9.08, (B)(6) = 8.53, sample 5: (B)(6) = 8.07, (B)(6) = 8.18, sample 6: (B)(6) = 11.03, (B)(6) = 10.20, sample 7: (B)(6) = 1.26, (B)(6) = 0.73, sample 8: (B)(6) = 0.34, (B)(6) = 0.34, sample 9: (B)(6) = 0.09, (B)(6) = 0.10, sample 10: (B)(6) = 0.21, (B)(6) = 0.27. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.